Event description:
During a follow-up, there was a loss of pairing between the device and mobile application, after troubleshooting the device was still unable to pair using bluetooth (ble) telemetry. No known intervention has been performed, however the device is now communicating via ble. The patient is stable with no consequences.